Event description:
The following has been reported: biomed reported: nursing on 4e tele reported that they were having difficulty loading the admin set in the pump. They encountered an admin set "not recognized or misloaded". They were unable to recall the exact words on the pump. However, when she moved the admin set to another pump in the room and no longer encountered the issue. No patient harm. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.